Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had frozen display and keypad anomaly. Customer's blood glucose at time of incident was 167 mg/dl. Customer is calling back with a frozen display after installing a new battery for previous frozen display and keys are not responding. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that we are sending replacement. Customer is unable to troubleshoot for constant tones due to keys are not responding and frozen screen.

Manufacturer narrative:
All of the buttons are functioning properly however, found slight corroded keypad traces. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and a21 error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was tested with no audio or beep anomaly and no frozen screen noted. The insulin pump was received with cracked reservoir tube lip and minor scratches on the display window noted.